Manufacturer narrative:
The service evaluation identified the probe unit¿s adhesive at the distal end of the scope is peeling off, loose and has a gap. Additionally, the bending section cover glue is cracked. A review of the repair history of the referenced asset confirmed the scope was last serviced via repair in april 2022, no problems were found/inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The service center was informed that the asset/loaner evis exera ii ultrasound gastrovideoscope was returned for service. No defect or malfunction was associated with the asset. However, upon inspecting and testing, the probe unit¿s adhesive at the distal end of the scope is peeling off, loose and has a gap. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.